Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s back was hurting which began on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Clarification on whether a device issue was leading to the patient¿s back hurting was requested and the patient stated that they ¿read their book and got it to work, they stated that they called someone (likely a manufacturer representative (rep)), who was a big help. It was asked if any actions/interventions were taken to resolve their back pain and they stated ¿the date was close to the end of march¿. It was reported that the issue was resolved. The patient¿s weight at the time of the event was asked but was not answered. No further complications were reported/anticipated.